Manufacturer narrative:
(B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ device was used during a colopexy procedure on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture on the patient¿s left side after deployment of the capio device. Reportedly, the detached dart was removed from the patient. The procedure was completed with another capio¿ device. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.